Event description:
It was reported that a boston scientific device was implanted on the same date with tvt, ams monarc, bard align, and coloplast aris. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date was reported as on an unknown date in 2009.